Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The console passed the final functional test without failing at any step. The console passed the visual inspection showing no signs of physical damage or markings. The reported event was not confirmed.

Event description:
It was reported that rotation speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, the rotation speed of the console was unstable. Connection was checked, power was turned on and off, and advancer was replaced, but the issue was not resolved. No complications were reported.

Event description:
It was reported that rotation speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, the rotation speed of the console was unstable. Connection was checked, power was turned on and off, and advancer was replaced, but the issue was not resolved. No complications were reported.